Event description:
It was reported the right ventricular (rv) lead r-wave sensing decreased from 7 mv to 1.4 mv about a year ago and have stabilized at 1mv. It was also reported this happened around the same time the patient had pneumonia and the patient's lungs are not fully cleared yet. An x-ray did not reveal any findings. The rv lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID p1501dr, implantable pulse generator (ipg), (B)(4).